Event description:
It was reported piccline that are leaking at the wings when they are flushing. It´s also red and irritated at the insertion site. 14/8 they had a inspection at the site were the piccline was inserted and it heals well. The patient also got a new piccline. Patient are doing well but the treatment was delayed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported piccline that was leaking at the wings when they are flushing. It's also red and irritated at the insertion site. 14/8 they had an inspection at the site were the PICC line was inserted and it heals well. The patient also got a new PICC line. Patient is doing well but the treatment was delayed. 12/05/2024 additional information was received for this event as part of a focus survey. The following additional detail was provided for this event as part of a focus survey: it was reported the total catheter length was 41cnm inserted in the basilic, exit site 2,5cm, and secured with a secureacath, dressed straight along the patient¿s arm. PICC was used for oncology treatment of docetaxel and was not used for a CT scan. Visible hole/fracture noted outside the patient, at the exit site or on external part of the PICC. Site cleaned with chlorhexidine solution poured from a bottle, 705 alcohols and 5 mg/ml chlorhexidine. Only physical activity the patient did was walking.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.